Manufacturer narrative:
(B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that two samples from one patient generated discrepant results for the architect b-hcg assay. The first sample (B)(6) generated results of 47.12 and 22.28 miu/ml. The second sample generated a negative result of < 1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. From the details in the complaint ticket both smp ids (B)(6) are for the same patient a review of abbottlink data was conducted on the customers results log for instrument (B)(4). Review of the data determined that the architect total b-hcg 7k78 reagent lot 23928jn00 is capable of accurately testing patient samples to provide results consistent with clinical picture and does not indicate a malfunction with the device. A labeling review, performed as part of this evaluation, identified that there are sufficient instructions in the product labeling to assist the customer in troubleshooting this issue. A review of all complaints associated with the architect b-hcg (ln 7k62) lot 23928jn00 was performed. The review did not identify any non statistical trends or atypical complaint activity for the assay. A review of all non-conformance reports and deviations associated with the likely cause lot 23928jn00 and all associated sub-lot numbers demonstrated that there have been no known quality issues in relation to this product since the manufacture. Based on the evaluation results, no malfunction or product deficiency was identified related to this product performance.